Event description:
(B)(6) 2012 for removal of hardware. It was reported that there was a medial migration of the helical blade due to avascular necrosis. Patient was revised to a total hip replacement. The procedure was completed without complications. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.